Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the guiding sleeve cannot be cleaned according to cleaning guidelines anymore. Cement cannot be removed from sleeve during cleaning procedure. No surgery affected. No patient involvement. This report is for one (1) open alignment device this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the open alignment device (p/n: 279726401, lot number: gm3704401) was received at us cq. Upon visual inspection of the device it was noticed that there was no physical damage and the device has a small amount of cement stuck in the tip cannulated hole. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified during the review. Dimensional inspection: no dimensional inspection was able to be performed on this device due to the non-conforming post manufacturing condition of the device (material inside the hole). Conclusion: the overall complaint was confirmed for this open alignment device (p/n: 279726401, lot number: gm3704401) as this device was found to have cement debris inside the hole of the tip after the decontamination process. The cement has harden eventually inside the hole making it difficult to be remove during the cleaning process. Attempt was made to get more information from the cleaning facility that reported this complaint with regard to the cleaning process that was used and if the IFU (instruction for use) associated with the device was followed. No response was obtained. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for open alignment device was conducted identifying that lot number gm3704401 was released in a single batch. Batch1: lot qty of 91 units were released on 17aug2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.